Event description:
It was reported that the ventilator's air gas module was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's air gas module was found defective. The evaluation of the provided logs shows that the pre-use check failed with flow transducer test and patient circuit test. Our field service engineer investigated the ventilator on site and solved the issue by replacing the air gas module. The replaced air gas module was not returned for investigation. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: (B)(4).